Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation of organs/perforation (fallopian tube(s)"), embedded device ("embedded into myometrium (uterus)"), device expulsion ("migration of implant/migrated outside of right fallopian tube and into uterine wall/migration of essure device: cervix") and genital haemorrhage ("abnormal bleeding (general)") in a 44-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: mirena from 2008 to 2012; for an unreported indication: albuterol in 2014 and ibuprofen. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, 3 days after insertion of essure, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced migraine ("migraines/headaches") and headache ("migraines/headaches"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pain/pain right side") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, embedded device, device expulsion, genital haemorrhage and migraine outcome was unknown and the pelvic pain, abdominal pain lower and headache had resolved. The reporter considered abdominal pain lower, device expulsion, embedded device, fallopian tube perforation, genital haemorrhage, headache, migraine and pelvic pain to be related to essure. The reporter commented: on 12-apr-2017, multiple attempts at .grasping the essure device were, made with no success at removal of essure device. Diagnostic results: on 16-mar-2017, hysterosalpingogram revealed unilateral occlusion (left tube occluded, migration of essure device, perforation (fallopian tube). On 12-apr-2017, findings revealed bimanual exam revealed free mobile uterus measuring about 8 weeks in size. Left ostia visualized with no implant visible, right ostia visualized with 1 end of essure implant embedded in uterine tissue just adjacent to ostia, but not apparently coming from ostia. No evidence of essure implant perforation bilaterally. Most recent follow-up information incorporated above includes: on 2-apr-2018: event verbatim updated as perforation of organs to perforation (fallopian tube(s)pt was changed to fallopian tube perforation and previusly reported event migration of implant coded to essure micro-insert migration as was pt device dislocation updated to migrated outside of right fallopian tube and into uterine wall/migration of essure device: cervix coded to pt device expulsion. New events embedded into myometrium (uterus), abnormal bleeding (general), migraines/headaches and lower abdominal pain were added. Lab data added. Incident : no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure) and surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, perforation and pelvic pain outcome was unknown. The reporter considered device dislocation, pelvic pain and perforation to be related to essure. Company causality comment: incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.